Manufacturer narrative:
Testing and investigation at the service ctr found the device touchscreen did not respond when the keys were pressed. This was due to contamination on the bottom of the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen does not respond. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.